Event description:
The surgeon performed a revision on the patient's hip due to chronic dislocation. Intraoperatively, the surgeon noted that the cup was retroverted. The surgeon revised the cup, liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as 58f tritanium solid primary cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.